Event description:
It was reported that for the past two years, the patient had the spinal cord stimulation (scs) turned off as she was experiencing overstimulation during postural changes, and an increase in pain. The patients system was reprogrammed however the issue persisted. The patient underwent a revision procedure in which her scs implantable pulse generator (ipg) was explanted. The leads remain in situ. The physician stated that the patient has other non-device related issues going on, and he believes that at some state the patient was overstimulated which increased her pain and lost efficacy leading to her explant. The patient is expected to fully recover.

Manufacturer narrative:
Model sc-1132, serial number (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that for the past two years, the patient had the spinal cord stimulation (scs) turned off as she was experiencing overstimulation during postural changes, and an increase in pain. The patients system was reprogrammed however the issue persisted. The patient underwent a revision procedure in which her scs implantable pulse generator (ipg) was explanted. The leads remain in situ. The physician stated that the patient has other non-device related issues going on, and he believes that at some state the patient was overstimulated which increased her pain and lost efficacy leading to her explant. The patient is expected to fully recover.